Event description:
It was reported via repair work order that the head and foot end brake rings were worn and the retaining ring was missing, causing the brakes to not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.